Event description:
The user facility reported that the angio-seal device involved came out and the lock was defective. The device was inserted into the insertion sheath; however, the locator was not fixed to the insertion sheath well and the anchor was not deployed. When the angio-seal device was withdrawn, the device fully came out of the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was endoscopic third ventriculostomy (evt). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 5 mm. There was no health damage to the patient. The blood loss was less than 250cc's. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the involved product.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Date of event: requested, unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cardiovascular medicine. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the carrier tube, arteriotomy locator, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the fully rear-locked position. The hemostasis sheath and carrier tube were found to have been separated. The bypass tube was found to have been proximal to the locking mechanism. The anchor and collagen were intact. No other damage or issue was identified with the device. The outer diameter (od) of the carrier tube assembly and the od of the hemostasis sheath were measured. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" (+/- .005). The carrier tube od was found to be 0.103" which is within the specification of 0.102" +/- 0.005". The measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).